Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, the real time clock (rtc) was reset to zero but when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was reset to zero most likely because the controller had not been connected to an external power source for extended periods of time and the internal coil cell battery had run down. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's back-up controller does not hold the correct date and time. The device was removed from service with no reported patient consequences. No further information was provided.